Manufacturer narrative:
(B)(4). Torn the band with 22.4 cm of catheter was returned for analysis. Upon visual observation, the balloon was returned with blue color, probably blue methylene use for leakage detection. In addition, the balloon was torn at 8cm from the catheter connection most likely performed by a sharp instrument during explantation. Three (3) fold lines were observed on the balloon. Due to the tear of the balloon, the leak test was not possible. The complaint cannot be confirmed. Based on the event description provided by the surgeon, a leak test was performed but was unable to identify the source of the leak. Additional attempts were made to gather addition information. Based on the condition in which the balloon a leak test would most likely have identified the balloon leak source. The lot number provided was not a valid lot numbers. Therefore, a DHR review could be performed. A review of the manufacturing process indicates that all products are inspected and leaked tested prior to distribution. A manufacturing issue unlikely contributed to the event.

Event description:
It was reported that a patient with a gastric band, sagb model, was having problems weight loss. The band is not keeping the solution quantity introduced during the adjust process. Diagnostic tests have been performed to verify if there was any leakage point in the gateway or in the catheter near the portal, but no leaks or problems found. Therefore, the surgeon suspects the leak is in the band. The band remains implanted at this time. Additional follow up is being conducted. If additional details become available, a 3500a supplemental will be sent.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.device remains implanted.